Event description:
(B)(4). I went in with the idea that the implantation would be slightly uncomfortable, according to my dr consultation. Well, my idea was shattered with pure pain as the implanting began. My dr talked to me through each step, but it didn't help. I began to cry and groan through agony. She asked if I was feeling a lot of pain. I replied, "yes." Before beginning the 2nd implantation, she gave me some additional local anesthetic. She and her colleagues left the room. One of the dr's colleagues placed her hand on my shoulder while I laid on the table, as to give me comfort through the pain. A few minutes went by and they returned. The 2nd implant was just as horrible as the first. After the implantation was finished the dr came in and asked how I felt. I told her that I could feel the coils inside of me. She explained that what I feeling is soreness and it should go away. Weeks later, I could still feel the coils inside of me. Within one month I began to experience severe hot flashes. I would wake up in the middle of the night full of sweat. Along with the hot flashes, my period became extremely heavy, clotty, and painful. Prior to essure, my periods were light and painless. One month after essure, my weight also began to climb. I had gained 23 pounds in 11 weeks. I was exercising regularly, along with a balanced diet. Dr did notate that my weight saw a significant increase. As months went by more side effects began to surface. Pelvic pain (this is daily), pain during intercourse, yeast infections, bacterial infections, fatigue, mood swings, hair loss and inflamed belly.